Event description:
It was reported that during an arthroscopy surgery the device did not action and was not working. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. ***update avoe 15-apr-2024. It was confirmed that the tip of the tool broke off.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal tip of the returned probe - hook, 150 mm shaft, 3.4 mm tip, w/5.0 mm markings had broken. No fragments were returned for inspection. Functional test was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.